Event description:
The patient presented with a cold left foot with pain. He was found to have several occluded arteries on the left lower extremity. He was taken to the cath lab where he underwent a ptca (percutaneous transluminal coronary angioplasty) with tpa (tissue plasminogen activator). Upon removal of the xpeedior thrombectomy catheter from the patient, a hole was noted mid catheter. All other parts were otherwise intact. The device had been placed through a destination 6 french sheath across the aortic bifurcation to treat distal superficial femoral artery/popliteal occlusions. The device did work and removed the clot to allow flow through the vessel. No patient complications were noted. It was noted the patient did have tortuous iliac arteries.